Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported unknown zimmer abutment for evaluation. Visual evaluation was performed, the abutment has signs of use and was seen attached to the crown. The abutment's hex was fractured. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. The abutment was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hex of the abutment fractured. The patient was sent to an oral surgeon to place a healing abutment. No issue with the implant.